Manufacturer narrative:
H6: updated codes for type of investigation, investigation findings, and investigation conclusions. H11: updated based on the results of the investigation. Investigation summary: the clinical details state that the placement signal was not correlated to the a-line by 100mmhg. Due to a lack of product or data logs returned, the root cause cannot be established.

Event description:
The complainant reported that a patient was implanted with an impella cp via the right femoral artery for mechanical circulatory support. On support day one, it was reported that the sensor for the placement signal was not correlated with the aortic pressure waveform. The following morning the issue was reported to have self-resolved. No signs or symptoms of patient injury were reported, there was no reported harm associated with the event. The device was explanted successfully after weaning. The explant was not considered premature and was unrelated to the reported complication. The patient's outcome at the time of explant was survived.

Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.